Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was to get a list of physicians to remove the ins. Pt reported that they have had an ins for 20 years that doesn't work, and they want the ins removed. Pt stated they have problems w/ their current managing hcp at elite spine and pain in (B)(6) because the hcp won't remove the ins unless the pt gets another ins implanted. Pt stated that w/ the experience they have had w/ the current ins, they do not want another ins implanted. Pt reported that the hcp thinks the ins was implanted incorrectly, which is why the ins never worked. Patient services (pss) asked for an event date, and the pt reported that it was about 2 years after the ins was implanted. Pt reported that they fell, which caused the ins to move around in their body. Pt stated they went to the hcp to address and fix the issue. Pt stated they "can feel a piece fo plastic in my back where they took the piece of plastic and put the leads on the piece of plastic" (pss did not further clarify statement due to the nature of the call). Pss sent physician listings.